Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived on site to address the reported event. First, fse verified the error via the error log. Upon arrival the device was running at 13.54 mpa. Inspection of the device revealed that there was a partial occlusion in the tubing running from the filter housing to the preheater. Fse forced hemo-wash back through the tubing and noted device pressure to be at 8.86 mpa now. Fse was subsequently able to run quality control (qc) and two patient samples without issue. The sa1c retention time was 0.59-0.60 minute. A 13-month complaint history review and service history review for similar complaints was performed for the serial number 12771708 from 29sep2017 through aware date 29oct2018. There were three similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting and chapter 1- introduction & applications state the following: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 100 pressure high the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported event was a partial occlusion in the tubing from the prefilter housing to the preheater.

Event description:
It was reported that the customer received the "100 pressure high" error and pressure 11.5 megapascals (mpa) on their g8 analyzer. The customer changed the filter, but the error persisted. The column count was reported to be 2020 injections. Device pressure without the filter, and with the filter in, but the top housing off, both had a pressure of 0.00 mpa. Device pressure without the right side of the column pressure was 5.7 mpa. The customer also reported that when the pressure exceeded 12 mpa, the device shut down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.